Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an auto-off alarm a few hours after delivering a bolus. Reportedly, the auto-off safety feature is set to 12 hours. In addition the customer received an occlusion alarm. Customer reported blood glucose (bg) level was 300-500 (mg/dl). The customer changed out supplies and delivered a bolus via the pump to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.